Event description:
The customer reported they have recently observed an increased incidence of balloon rupture resulting in tube dislodgement. The current incident occurred on february 28th before the start of feeding at 1600hr. The device came out and it was found that the balloon had already ruptured. It was replaced with another g-tube of the same item code.

Manufacturer narrative:
Additional product code: pif an investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
The device was not received for investigation, but a photo was provided. The photo was reviewed and the reported condition was observed. The device history record could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A gemba on-site inspection of the manufacturing process was performed and it was determined that the current process and controls were being followed correctly, including sub-assemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could continue to trigger the reported condition. A supplier corrective action request has been opened with the supplier to address the reported condition through a more thorough investigation. We will continue to monitor related reports to determine if additional actions are necessary.